Event description:
Response was received from the surgeon. No visible damage was observed on the explanted lead and no excessive force was used when handling the lead. Device evaluation was completed.

Event description:
During a new patient implant, high lead impedance was observed. Troubleshooting involved re-inserting the lead pin, visually confirming the insertion of the lead and its location on the nerve. A generator test was performed with a test resistor and results were within normal limits ruling out generator issue. The surgeon decided to remove the lead and use a second lead. The suspect lead was received for analysis. No other relevant information has been received to date.